Event description:
The centralscope alarmed for an asystole event. A second asystole event occurred which was not detected by the staff. The customer questioned if the monitor did sound off for the second event.